Manufacturer narrative:
Reference MFR report # 2916596-2016-02529 for the report of the pump exchange due to suspected thrombus. Device unique identifier (UDI) ¿ (B)(4). Approximate age of device ¿ 16 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient had undergone a pump exchanged for suspected device thrombosis on (B)(6) 2016, and was subsequently discharged on (B)(6) 2016. It was reported that the patient presented to the clinic on (B)(6) 2016 with elevated pump powers and flow estimation. The patient reported feeling ¿off¿, but was not symptomatic for severe heart failure. The submitted log file was reviewed by a representative of the manufacturer¿s technical services team and confirmed elevated pump power and estimated flow. The patient was not admitted and did not receive any treatment. On (B)(6) 2017, it was reported that the pump power and estimated flows returned back to baseline and, and that laboratory values were stable. It was reported that the patient felt ¿well¿. On (B)(6) 2017, the patient was admitted overnight for heparin treatment secondary to elevated pump parameters. The patient was also treated for hypertension. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The report of elevated pump powers and flows were confirmed based on the evaluation of the submitted log file; however, a specific cause for these events could not be conclusively determined. The log file captured 12 power elevations above 9 watts. Several pi events were captured during that time. No hazard alarms were captured throughout the file. The patient remained ongoing on pump support until they expired on (B)(6) when device support was discontinued (covered under medwatch MFR # 2916596-2017-00728). The pump was not explanted. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.